Event description:
Device should count correctly the number of inhalations of an mdi. This doser had a number of difficulties. Sometimes worked correctly; but, other times, counted one or more inhalations through cannister was not depressed; counted multiple inhalations when counter was depressed once; counted no inhalations when cannister was depressed.